Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-apr-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria per q04.01.003 rev. Ap, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for cg8+ cartridge lot w25312.

Event description:
Na.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant potassium result on a patient. There was no patient information at the time of this report. Return product is available for investigation. Method date tested ica potassium hgb hct sample I-stat (B)(6) 2026 08:12 1.0 meq/l 5.6 meq/l 9.5 g/dl 28% a; lab (B)(6) 2026 08:37 ni 2.9 mmol/l 8.0 g/dl 20.3% a. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.